Event description:
The medical center reported that during a tonsilectomy procedure the suction coagulator began burning the inside of the patient's cheek as well as the corner of the patient's mouth. The burns are severe and may require plastic surgery to repair. The shaft of the coagulator which is supposed to be insulated all the way to the tip began to arch/burn about one inch from the plastic handle. This are is insulted/coated and should not arch or burn. The only area that should is the very tip of the electrode shaft which is not insulated.

Manufacturer narrative:
Deroyal: the reported sample is not available for evaluation. The manufacturer has been notified of the reported issue. The investigation into the root cause is in process.